Event description:
Contacted customer on 3/4/2019 via email after customer reported having flu-like symptoms and a rash. We advised of what possible tss symptoms are and requested customer seek medical advice. We asked customer to follow up with us after speaking to their medical provider. We followed up with customer on 3/6/2019 and 3/20/2019 without any response back from customer. Customer responded on 3/20/2019 stating that she visited a doctor and the rash and flu symptoms resolved within several days, with the doctor noting it was likely unrelated to use of the cup. Customer plans to use cup again as illness and use of the cup seemed to be a coincidence.